Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. D4: batch # 145c59. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45g reload was returned unfired with 3 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be bent and partially dislodged at the proximal end from the right side. Further analysis shows the sled was slightly out of position. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the finished device batch number 145c59, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: could you please specify what is meant by "he plate where will be pushed by stapler was broken"? Please find the photo attached. What part broke (closing trigger, firing trigger, handle, jaws, etc.)? No. Did any piece break off of the device? No. Event was found once opened the package, so staple was not used. Then, change new staple. Did this alter the procedure in any way? No. Were there any issues with the jaws of the stapler (visibly damaged)? No. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? No. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? No. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before used, the plate where will be pushed by stapler was broken.